Event description:
The hcp reported that the pt was in local ER with symptoms of agitation and seizures. The pt missed his refill date 5 days earlier. The daily dose of baclofen is 1500 ug/day; concentration is unk. The pump is being refilled and the pt will be given oral baclofen and valium. A follow-up report will be sent if add'l info becomes available to us.